Event description:
After the surgeon inserted the inflow cannula, the arthrex pump high pressure alarmed. After reporting the tubing, it alarmed again, the surgeon was notified and the surgeon reposition the cannula. The high flow did not alarm after repositioning the cannula. After the procedure - it was noted that the operated thigh was swollen, above the tourniquet. The surgeon was notified and ordered treatment. Pulses were present in the operative font.